Event description:
A customer reported an issue where their t:slim x2 pump battery would not charge, which caused a powersource alert 7 to appear in the pump history. The customer resolved the charging issue by changing supplies, and the pump subsequently began charging; thus, there was no shutdown or inability to turn the pump back on. There was no adverse impact to the customer¿s blood glucose level. Despite the resolution, the customer expressed discomfort in continuing to use the pump, leading to tandem customer technical support approving a replacement to maintain satisfaction. The problematic pump was returned to the company, and a new pump was sent to the customer, who was instructed on necessary steps for setup and return procedures.